Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) lead. This device was also noted to have exhibited pacing inhibition and inappropriate therapy. This device was then explanted and replaced. No additional adverse patient effects were reported.